Event description:
Pump ch b. Was being used in ICU to infuse nipride. It is reported that the pump switched from a rate of 6ml/hr to a rate of 179ml/hr and then ran at that rate for 24 mins until the pt started to complain of chest pains. The pump was stopped at this time and it was noted that the pt's bp had dropped. Fluids were given and the bp recovered quickly. There were no long-term effects reported.